Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer was able to resolve the issue by configuring the system parameter settings and by pairing the footswitch. The facility did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was determined to be user error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional and corrected information provided in b.3. And b.5. The manufacturer internal reference number is: (B)(4).

Event description:
It was also reported that the case was completed without patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, aspiration and phacoemulsification failure occurred. In addition, there was poor communication to the foot pedal.